Manufacturer narrative:
On (B)(6) 2019, mentor became aware that the date of explantation is (B)(6) 2019. Hence field d7 has been updated to (B)(6) 2019. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Device evaluation summary: during evaluation of the sample it was observed to be intact. Leak testing revealed a tear noted in the posterior aspect measuring approximately 0.6 cm. No other anomalies were observed. Microscopic examination of the edges of the rupture revealed parallel striations. The striations are consistent with markings made by a sharp instrument perforating silicone material. As stated in the product insert data sheet, do not allow cautery devices or sharp instruments, such as scalpels, suture needles, hypodermic needles, hemostats, adson forceps or scissors to contact the device during the implantation or other surgical procedures as this can result in rupture. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Reason for device explant and/or reoperation: right breast deflation. Concomitant products: left; 550cc mentor smooth round moderate plus profile; catalog number: 3502550; serial number: (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6)-year-old (B)(6) female patient underwent revision breast augmentation with a 550cc mentor smooth round moderate plus profile and was presented with right side breast implant deflation noticed by patient, and physically observed by the doctor on (B)(6) 2019. As a result, the device was explanted, and replaced with mentor gel implant on (B)(6) 2019.